Event description:
Reporter experienced the er1 message and retested with a result of "400". Concurrently, reporter was feeling weak and nervous and therefore followed his normal procedure for these symptoms.